Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown intrathecal medication via an implanted pump. It was reported the patient was having an MRI of the pituitary gland. It was also reported the pump was not working and the battery was depleted. It was noted the MRI procedure was not due to a problem with the patient's device or therapy. The caller was wondering if the hcp needed to check the pump post MRI. Patient symptoms were not reported and the event date was asked and unknown. Further information was not provided.